Event description:
It was reported that a remote alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD), indicating that a battery depletion (bd) alert had been declared. Boston scientific technical services was contacted and confirmed that the battery was exhibiting premature depletion. Replacement was recommended within 90 days. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.